Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location during use of a homechoice cassette that led to this alarm. There was no report of patient injury; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed and no issues were noted. Functional testing (self-test and priming) was also performed, and no issue were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.